Event description:
It was reported from china that during an unspecified surgical procedure, it was observed that the grinding head of the cutter device broke off in the nose of the patient. The reporter stated that the surgeon ¿finally¿ removed the piece of the device from the patient. The surgical procedure was prolonged for about thirty minutes. A spare device was available and used to complete the procedure. There was patient involvement reported. It was not reported if there were injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the lot number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.